Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation pcb circuit boards and connectors were cleaned and reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system experienced errors and locked up requiring a system reboot to attempt to regain functionality. No patient serious injury or death was reported related to this event.